Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had louder or grinding noise during rewind. Customer also reported getting no delivery alarms. Customer stated there was failed transmitter signal issues. No harm requiring medical intervention was reported. The device will not return or analysis.